Manufacturer narrative:
Continuation of d10: product ID updated to 977a290; explanted: (B)(6) 2023; product type lead g2. Foreign: nl .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the lead break was unknown. The explanted lead has been sent back for product analysis.

Manufacturer narrative:
Correction: the model of the lead associated with this event was mistakenly reported as 977a290, but the correct model # is 3776 as indicated below. Continuation of d10: product ID 3776, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type lead d9 and h3 refer to the lead. H3 device evaluation: analysis found a that the device had a reliability non-conformance due to conductors being broken (overstress/damage) and conductors were cut; parts of the proximal end were not returned. The broken conductor circuits were #0 and 1 in the electrode area of the distal tip; electrodes #0, #1, and the stylet coil were broken off and not returned. There was cosmetic esc (environmental stress cracking) on the outer insulation 6.0 cm from the distal end as measured from the #2 electrode. Cosmetic damage of the outer insulation being cut was found 7.0 cm from the distal end as measured from the #2 electrode. Suspected tool marks were found in the outer insulation 10.0 cm from the distal end as measured from the #2 electrode. The stylet coil was cut through at the proximal end and the stylet coil was broken at the distal end. The distal end observation found that electrode #6 was flattened. Continuity was acceptable and there were no shorts between circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. B3. Event date: no information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead broke, and six of the eight electrodes of the lead were explanted and removed. These electrodes were already separated from each other and the lead before surgery was performed. The two electrodes that were left behind are separated from each other and "floating" through the epidural space. The issue was resolved by implanting a new lead. It was noted the healthcare provider (hcp) had no further information.